Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit then passed all performed testing and calibrations and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator had an inoperable graphic user interface (gui) alarm. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.